Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented, high-volume inlet was leaking, and the filter of the tubing came off. The tubing was connected to parenteral nutrition automaton and a glucose vial. At the end of production, it was observed that there was a leak in the bottle. The bottle and tubing were disconnected and once placed on a sterile field, the filter of the tubing came off. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured in september 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph revealed that the hard plastic tube portion of the vent was damaged and broken off at the spike housing, leaving the vent detached from the inlet spike housing. The reported condition was verified on the photo sample. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.